Event description:
It was reported that the patient was in the ICU due to unrelated causes when it was discovered that the patient experienced a ventricular episode and no therapy was delivered for the episode. External defibrillation rescued the patient, then the device was found to be in backup vvi. A device download was attempted, but interference from the patients implanted left ventricular assist device interfered with telemetry. Review of EKG strips showed that the delivered energy from the device was not sufficient to convert the patient. The patient will be considered for device upgrade. The patients condition is stable following the event.